Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Covidien reference number (B)(4). The evaluation and repair of the device has not been completed. Once the evaluation and repair is complete a supplemental follow-up will be submitted.

Event description:
It was reported that, the display on a 980 ventilator was white. The ventilator was not in use on a patient at the time of the reported event.